Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the adapter device was cross threaded and would not decouple from handle. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the cup wouldn¿t de-thread from the adapter device. Therefore, the reported condition was confirmed. During repair of the device, it was observed that the thread appeared to have rust, but after further examination, this substance wasn¿t rust. It was determined that the substance was a buildup of an unknown matter, which is what caused the cup to become wedged onto the adapter. The assignable root cause was determined to be due to improper cleaning of the device. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.